Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage and severe damage with its tip broken. The edges of the broken segment show severe deformation and slight plastic deformation. The overall fracture surface indicated it to be a sudden brittle fracture, most likely due to a combination of torsional and bending overload. The shaft diameter of the drill was observed to be 3.46mm against the required diameter in the range of 3.40mm to 3.50mm. Similarly, the average hardness of the drill was observed to be 54 hrc against the required hardness in the range of 53.0hrc to 57.0hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The appearance of breakage surface and cutting edges indicate towards an intense usage leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported; "the drill (18063545) broke during proximal drilling of the t2 humerus nail. The broken drill was removed and there was no residual inside the body. The procedure completed without problem."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported; "the drill (18063545) broke during proximal drilling of the t2 humerus nail. The broken drill was removed and there was no residual inside the body. The procedure completed without problem."